Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy ev300 "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a "service required" code e-59 was found in the ventilator's downloaded error log indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute. The technician recommends replacing the detachable battery to address the issue. Parts were ordered and repairs are pending. New/additional information: during a good faith effort attempt the technician response states, the detachable battery was required to address the issue of (internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute.). The detachable battery is on back order therefore the device was returned to the customer unrepaired. Box h conclusion code was updated.

Event description:
The manufacturer received information alleging a trilogy ev300 "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a "service required" code e-59 was found in the ventilator's downloaded error log indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute. The technician recommends replacing the detachable battery to address the issue. Parts were ordered and repairs are pending. The manufacturer will make a good faith effort attempt to gather additional information/error logs to confirm the occurrence of e-59. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.